Event description:
A tandem mobi cartridge alarm was reported by a customer, with no adverse impact on the customer's blood glucose level. The issue occurred during the load process, and it was confirmed as cartridge alarm 30. The customer was guided by technical support to remove the cartridge from the pump and deliver a nine-unit bolus, which completed successfully. The customer was unable to reload the original cartridge, so assistance was provided to load a new cartridge properly, allowing the customer to successfully resume insulin therapy. The issue was resolved.